Event description:
It was reported that a retinacular repair was done and decided to go 1mm thinner on the poly for rom. Doi: unknown. Dor: (B)(6) 2022. Affected side: right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.